Event description:
I had a severe allergic skin reaction to mastisol. The area where the surgeon used mastisol developed red, swollen, fluid-filled blisters that burn, ooze and itch. Dates of use: (B)(6) 2016. Reason for use: to keep steristrips on. Event abated after use stopped or dose reduced: no.